Event description:
It was reported that the device was to be used to gain endoscopic access to the abdomen. It was reported that the 5mm, 35lna device was used. The surgeon had difficulty inserting the trocar through the suprapubic port. It was noticed that the tip had broken off in the pt. The tip was retrieved. The trocar was bagged and retained by the risk mgr. The procedure was completed without consequence to the pt.